Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples, but 2 photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode was not observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked from the hub of a bd vacutainer® blood transfer device with luer adapter. No serious injury or medical intervention reported.